Manufacturer narrative:
A medtronic representative, trouble-shooting at the site, found the reported issue could not be replicated. Confirmed the axiem usb, the I/o hub usb, and multi out a/c power cable were firmly seated on both ends. The medtronic representative reported that the multi out a/c power cable and the axiem usb connections at the back of the computer both felt loose and had been firmly seated. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement axiem comm internal cable shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the comm cable was installed and the emitter was replaced. Issue resolved.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the axiem box lost communication. The emitter details showed that both the axiem box and the emitter were in red status. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that after the field generator is connected to a test system with the ent application, the axiem box tab shows red status with error "axiem box communication error". The emitter tab shows red status with error "emitter communication error". Diagnostics shows a current fault on coil #2. The reported event was confirmed to be caused by a electrical failure mode due to the system in red status/no tracking. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.